Event description:
This complaint is now reportable based on the returned device analysis completed in early 2009. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure a catheter kink occurred. The target lesion was in an unspecified duodenal location. A wallflex enteral duodenal 27/22x12 230cm stent had been advanced to treat the target lesion. While attempting to deploy the stent resistance was encountered. After "many times to pull out the stent", the metal catheter began to bend with the white plastic hub handle detaching from the shaft. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "ok". The returned device analysis revealed the steel tubing was kinked, the outer catheter had detached and the stent was partially deployed.

Manufacturer narrative:
Visual and microscopic examination of the returned device found that the stainless steel tubing was kinked/bent. The outer sheath had detached from the distal white handle. The shaft of the device was kinked at 12cm distal to the distal end of the distal white handle. Approx 0.5cm of the distal end of the stent was deployed. An examination of the remainder of the stent found no anomalies. The outer sheath was retracted manually and the stent deployed. Some restrictions were noted during the deployment of the stent, which were consistent with the kinking that was evident in the stainless steel tubing and shaft. An examination of the deployed stent found no issues with the actual stent. A review of the manufacturing documentation found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.